Event description:
An ophthalmology coordinator reports that a haptic was broken in the cartridge of the iol (intraocular lens) delivery system during iol implant surgery. The incision was enlarged to facilitate removal and replacement of the iol. Additional information had been requested.